Manufacturer narrative:
One cassette was received for evaluation. Visual inspection of the returned device and photos provided confirm the connector was blocked by an object inside it. The root cause is undetermined as the devices are 100% visually inspected prior to release. No lot number was provided to review the DHR.

Event description:
It was reported that the a syringe tip broke off when filling the product. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07794 is no longer considered reportable, please disregard any MDR reports associated with it.